Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient's wife contacted their representative and advised the patient was taken to the ER after developing weakness and confusion. The patient was evaluated by the ER team and found to have urinary retention. The patient was also evaluated by their neurologist. The neurologist recommended turning off the stimulation to the device. The patient had a catheter placed by the ER team. The patient's wife has tried to contact the patient's urologist and plans to leave the catheter in until they can be evaluated by their urologist. The representative helped assist the patient's wife with turning off the stimulation to the device and will wait until the patient has been evaluated by their urologist before making any additional changes. The representative spoke with the patient's wife and was advised that the patient had a foley catheter placed in the ER and removed it the following day, due to discomfort. The patient followed up with their urologist on monday (B)(6) 2025, the foley remains out. A CT scan was ordered for (B)(6) 2026, with follow up based on findings from CT. A patient's outcome was not reported.